Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a pt, the device was unable to obtain an ECG signal with electrode pads attached. Complainant indicated that the clinician obtained another device to continue treating the pt using the same electrode pads. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Please reference medwatch report 1220908-2009-01869 which is a similar incident with the same device.